Event description:
The advocate stated the customer tested his blood glucose using 2 contour usb meters and received readings of 21 and 150mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The initial reporter address and phone were not provided.